Event description:
It was reported that the patient¿s health care provider (hcp) had been increasing the prialt, hoping the prialt would work to get the patient off, or lower, the fentanyl. Approximately two weeks ago, the hcp told the reporter that they were doing ¿so good¿ with the prialt increases that they would double the dose. This resulted in hallucinations, and per the reporter, it was because they ¿went up too fast¿. It was noted the hcp had taken the clonidine out of the pump, but then the patient began having worsening problems so the hcp put it back in because, the drug appeared to have been helping those problems. The hcp was trying to lower everything and the patient agreed that she wanted to use as little as possible. It was also noted that approximately two weeks ago, the hcp severed 2 nerves in the patient's back to stop their pain. The pump was being used to deliver fentanyl, prialt and clonidine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot# l69918, implanted: 2000 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2012 (B)(6); product type accessory. (B)(4).